Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/11/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. H6 component code: c22 - photo analysis. H3 investigational summary ¿ photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows a broken needle at the tip product code vcp345h. Unfortunately, the photo does not provide enough evidence to determine the root cause. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were x-rays taken to locate the needle? -unk. What is the patient¿s current health status and condition? -good. Was any other tissue damaged as a result of searching the needle? -no. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unspecified trauma procedure on 11/24/2022 and suture was used. The needle broke when sewing in the surgery, but was retrieved shortly. Changed to another one to complete the surgery. The procedure was completed and no patient consequences were reported. Additional information was requested.